Manufacturer narrative:
Other relevant device(s) are: product ID 37602 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted. Product type: implantable neurostimulator. Product ID 37602 lot# serial# (B)(4)implanted: (B)(6) 2017. Explanted. Product type: implantable neurostimulator. Product ID 37602. Lot# serial# (B)(4). Implanted: explanted: product type: implantable neurostimulator. Refer to manufacturer report #3004209178-2021-04564 for related system. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left implant had impedance issue on c <(>&<)>2, 0<(>&<)>2, 2<(>&<)>3 showing >10k ohms. The right ins has no impedance issue. The patient said they had a shocking sensation also. The rep indicated they would be sending the left ins back for analysis. Additional information received from the manufacturer¿s representative (rep) reported the cause of the battery depletion was due to normal battery depletion. The rep noted impedances were high both before and after replacement. The cause of the shocking sensation and high impedances wasn¿t determined. The healthcare provider (hcp) was keeping an eye on the issue and was going to determine next steps if it continued.